Manufacturer narrative:
The doctor associated with the case stated he does not believe the sutures had caused the patients ulcers, even though another gastroenterologist in the area who had scoped the patient, who did not know what the plicators were and thought that was the cause of the ulcers. No product has been returned, therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient underwent pouch reduction with device. It appears that some of the sutures have broken and an ulcer has formed in the area of the sutures. The sutures were removed at the patient's request. Per communication with the suture removal surgeon, he did not feel the sutures played a role in the ulcers.